Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The physician noted that after inserting the lead into the sheath, upon passing the tricuspid valve, it could no longer be advanced. Angiography was taken and a vascular dissection on the superior vena cava (svc) was observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.